Event description:
It was reported in a journal that a (B)(6) woman with a t12 osteoporotic compression fracture underwent kyphoplasty using polym ethylmethacrylate via a bipedicular approach. The abnormal spatial distribution of pmma cement within the t12 vertebral body and cement leakage right lateral to the vertebral body was observed in postoperative radiographs. Twelve months later, she presented with back pain, plain radiographs showed t12 vertebra right lateral wedging of the cemented vertebra.

Manufacturer narrative:
Literature citation:heng wang, zhenzhong sun, joshi nitesh, huilin yang, weimin jiang ."lateral wedging of the cemented vertebra after balloon kyphoplasty: a case report"